Manufacturer narrative:
D3 (email address) corrected. F14 (email address) corrected. G1-2 (first name, last name, email address, phone number) corrected. Please refer to the attached analysis report.1000165971-2019-00671-1.

Event description:
Reportedly, the subject pacemaker was pre-programmed in the box in unipolar configuration. It was not possible to reprogram the polarity in bipolar configuration prior to implanting the pacemaker in a pacing-dependent patient. The pacemaker was not used. Preliminary analysis revealed that the pacemaker behaved as specified.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the subject pacemaker was pre-programmed in the box in unipolar configuration. It was not possible to reprogram the polarity in bipolar configuration prior to implanting the pacemaker in a pacing-dependent patient. The pacemaker was not used. Preliminary analysis revealed that the pacemaker behaved as specified.